Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did they confirm that the device was a 60 mm prod code? Yes. What was the surgical procedure? Laparoscopic pancreaticoduodenal surgery. Was this device inserted into the body through a trocar and if so what size? Yes, 12mm. How was the surgical procedure completed and was the patients post operative care altered in any way? Changed to open surgery and completed. Post operative care was changed accordingly. What is the current patient status? The patient is in good condition. Investigation summary this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided. It was observed a reload with the sled partially fired with damage on reload deck and on the sides. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the operation, the reload separated with the device and fell off. It was also observed that the reload was damaged. The operation was changed to open. The broken piece was not found. The operation was delayed by 2 hours.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2022. D4: batch # 621a27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one ecr60w present. The reload was received partially fired 1/3 and with damage on reload deck and both sides on the distal end making the reload nonfunctionally. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the reload. The damage to the reload deck is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2022. Upon review it was identified that this is a duplicate report of manufacturing report number 3005075853-2022-06836 . Moving forward all additional information will be filed under 3005075853-2022-05535. Additional information requested and the following was received: was there any damage to the device anvil/jaw? No. Was there any damage to the cartridge? Yes. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Removed with tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All steps were tried. Did the jaws eventually open? Yes. Is the current patient status known? Patient is in good condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary: visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w present. Concomitant product: gst60w. See h10.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. Reload fell off and damaged. It was reported that the surgeon loaded several reloads (model and quantity unknown), and the firing process of each reload was smooth, without any device failure. The staple line was complete, the staples were in good condition, and no patient injury events such as bleeding occurred. The operator continued to use the same liner with a white reload to transect the pancreatic tissue. While firing, the operator heard abnormal motor sound. Then it was observed that the tissue was partially cut, the broken end of pancreas was partially stapled, the reload was detached from the liner, and remained on the tissue and the reload was damaged. The operator was then converted to laparotomy to remove the residual reload, clean up the residual staples at the anastomosis, use a large amount of normal saline for irrigation to ensure that no debris remained, manually suture the broken end of pancreas, and successfully complete the subsequent surgery. The surgery was delayed for about 2 hours, during which no patient injury events such as bleeding occurred. The patient recovered well after surgery, and no reports on subsequent complications were received. This is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided. It was observed a reload with the sled partially fired with damage on reload deck and on the sides. B1: product problem, omitted on previous (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 11/21/2022. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w present. The device opened and closed without any difficulties noted.